Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that three hours post implant of this implantable cardioverter defibrillator (ICD) the patient reported receiving shock while talking on the telephone. Device interrogation revealed that the device recorded three error codes, indicative of shorted high voltage shock lead, charge time out, and limited device functionality. Technical services (ts) recommended emergent replacement of the device and associated right ventricular (rv) lead. Intervention was performed and the device and rv lead were replaced without incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error had been recorded. Memory also showed that after three shocks had been attempted and resulted in abnormal shock impedance measurements, the device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that three hours post implant of this implantable cardioverter defibrillator (ICD) the patient reported receiving shock while talking on the telephone. Device interrogation revealed that the device recorded three error codes, indicative of shorted high voltage shock lead, charge time out, and limited device functionality. Technical services (ts) recommended emergent replacement of the device and associated right ventricular (rv) lead. Intervention was performed and the device and rv lead were replaced without incident.